Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with low blood glucose, following a minor car accident in which he was the driver. The customer stated that he did not know the specific blood glucose level but he was treated with glucose. It was also reported that the customer consumed less food than usual, not realizing his blood sugar was low. Nothing further was reported.